Event description:
It was reported that the device turned red x in the automatic test. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and determined that the processor pca(printed circuit assembly) requires replacement. Upon conclusion of the evaluation, it was determined that the processor pca needs to be replaced, which was replaced, and the device was returned to full functionality. The device will be returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device turned red x in the automatic test. There was reportedly no patient involvement.